Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not heating. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested but the customer reported complaint was unable to be verified due to the device missing the plate clip and microswitch. No action was taken due to the condition and/or age of the device. It was deemed beyond economical repair and will be scrapped. Service history identified that no previous repair has been noted in the last 12 months.